Event description:
It was reported that during da vinci si hysterectomy procedure, the jaws of the pk dissecting forceps instrument were not aligned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .033 offset at the tips. Bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. Engineering concluded that the damage to the grip was most likely due to mishandling. Failure analysis investigation also found pitch up and down cables frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, frayed pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.